Event description:
It was reported that while reloading the instrument, the nurse pressed down on the cartridge and staples fired into the hand. A ring block anesthetic had to be administered to the nurse in order to remove the staples from the hand.